Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 80-90% stenotic and was located in the left anterior descending (lad) artery. The physician used a runthrough guide wire, 3.5 ebu guide catheter and a 1.5mm over the wire balloon to access the lesion. The runthrough guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed four runs with the oad without issue. Post-atherectomy angiography revealed a perforation, after which the physician performed pericardiocentesis. The perforation was resolved via balloon angioplasty and deployment of three stents. The patient exhibited minor hemodynamic changes during the procedure, but was stable at the completion of the procedure. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Updated: csi ID#: (B)(4).